Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # 305180 , batch # unknown. Verbatim: product description ¿ 18g x 1 1/2 . Specific ref# (B)(4). Lot# difficult to determine lot as they are all mixed together ¿ here are 2 we currently have on the shelf ¿ (B)(4). Exp. 2029-06-31 and 4120400 exp. 2029-06-30 patient injury: to my knowledge there has not been any patient injury. Additional information received on 29jan. 1. Could you please provide a further description of the issue? When using the blunt needle there appears to be rubber from the stopper at the bottom of the vial. 2. Can you please provide an exact date of event in mm-dd-yyyy format? One instance with dr. Xxx occurred (B)(6) 2024. 3. Can you please provide the total number of occurrences? I know of at least 4.

Manufacturer narrative:
(B)(4) follow up. It was reported, when using the blunt needle, there appears to be rubber from the stopper at the bottom of the vial. As a needle sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, four photos were received for evaluation by our quality team. The photos show an empty vial labeled as propofol, a syringe with a white colored solution, and a syringe with a dark colored speck. No other information could be obtained from the photos. A device history record review was completed for provided material number 305180, possible lot numbers 4178014 and 4120400. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Without the actual physical needle sample analysis, a probable root cause could not be offered.

Event description:
No additional information received.